Event description:
It was reported the patient is not receiving effective stimulation. The patient declined reprogramming and is requesting his scs system to be removed. Surgical intervention is pending.